Event description:
During a hamstring exam, a pt complained of being hot and that she felt a burning sensation on her legs. At the point the pt complained of the burning sensation on her legs, the technologist stopped the exam.

Manufacturer narrative:
The problem occurred on (B) (6) 2010 and toshiba service was notified on 03/01/2010. The pt was sent home with no treatment. The hospital continued to use the system and affected coils without any problems after this pt. Additionally, the technologist stated that no coils or cables were touching the pt. Additional info has been requested from the hospital for the investigation. Evaluation is in process. Results: evaluation is in process, therefore, no results of the investigation. Conclusion: evaluation is in process. Note: same as 2020563-2010-0003 - medwatch for two devices.